Manufacturer narrative:
Device passed the rewind, basic occlusion, prime and displacement test. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
Customer reported via phone call that the insulin pump had motor error. Customer's blood glucose level was 125 mg/dl at the time of incident. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer reported the drive support cap appeared to be normal. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.